Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition with no appearance of any physical damage.

Event description:
Additional information was received: the issue did not occurred while in use with patient. Failures discovered during setup.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A syringe plunger not in place error was found in the event history log (ehl). This alarm was also reproduced during a plunger sensor test. The customer reported product problem was therefore verified. The alarm was produced because the q1 component had broken off from the plunger board. The plunger board had also broken off from the glue. This issue was related to a known design issue. This was established as the root cause. The fractured plunger board was replaced to address the reported problem.

Event description:
It was reported that the medfusion pump exhibited a plunger sensor error. No patient injury or complications were reported in relation to this event.